Event description:
The customer reported receiving burns to her back from the heating pad. The pt did seek medical attention for her injuries. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.